Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritonitis, fungal, in a patient coincident with extraneal viaflex, dianeal-n pd4 1.5 and dianeal-n pd4 2.5 therapies. On (B)(6) 2002, the patient began treatment with extraneal viaflex, 5l, dianeal-n pd4 1.5, 5l, and dianeal-n pd4 2.5, 5l, (frequency and lot numbers not reported) intraperitoneally (ip) for renal failure chronic. On (B)(6) 2011, the patient developed peritonitis manifested as cloudy effluent and was admitted to the hospital. On an unknown date, the patient began treatment with an unspecified antibiotic. On an unknown date, the patient's peritonitis was resolving. There was no break in aseptic technique and the patient did not routinely reuse supplies. The patient had no exit site or tunnel infection. Extraneal and dianeal-n therapies continued. The patient's concomitant medications were not reported. The reporting physician believed the event of peritonitis was unrelated to extraneal and dianeal-n therapies, because "this event occurred as a complication of pd therapy by fungus."